Event description:
It was reported that the patient underwent an anterior cervical spinal fusion procedure at c4-5, c5-6 using a cage and rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient experienced significant damage to the spine and received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Event description:
It was reported that on:(B)(6) 2004, the patient presented with pre-op diagnosis of disruptive disk c4-5 and c5-6 and underwent following procedures: c4-5 <(>&<)> c5-6 anterior discectomy . C4-5 <(>&<)> c5-6 interbody fusion with machined allograft and bmp. Segmental fixation at c4-6. Per op-notes, .. A linear incision was made ..the platysmas was incised along its longitudinal fibers.. A #6-mm cornerstone with a central button hole, which was filled with bmp, was shaped with the midas rex drill and then tapped into position. C5-6 was then exposed and entered with a #15 blade and curetted with up and down angled curettes and pituitary forceps. .. Then surgeon used a 6-mm cortical allograft with a central button hole that was filled bmp and tapped into position. They then selected a cervical plate and put it on the anterior surface and secured it onto the vertebral bodies with six 13-mm screws. First they drilled, and then the screws were placed. They were tightened into position and then locked down with a locking nut screwdriver..

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.